Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen display noted. No unexpected numbers ramping during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched case and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had display anomaly and keypad anomaly. The blood glucose at the time of the incident was 102 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.